Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. There was also a communication problem. The patient was experiencing a loss of therapeutic effect. The patient was in hospital and was experiencing a ¿jumpy feeling¿ instead of their normal stimulation. The patient programmer and recharger did not work to check the implantable neurostimulator (ins). When the patient tried to use their programmer it showed a message saying ¿replace the patient programmer batteries now¿. After replacing the programmer batteries the programmer displayed ¿the implanted rechargeable neurostimulator battery charge level is low and stimulation has stopped¿. When they tried to use the recharger they saw a message saying the ¿recharger battery charge is insufficient to charge your neurostimulator¿. The recharger was plugged into the wall and was able to get communication with the ins. The ins was off. The ins was depleted and the first quartile was flashing. The patient was able to get 6 coupling bars. After recharging the patient was able to turn the ins on and feel stimulation normally. The patient had cancer and had an EKG earlier on the day of the report. They had trouble getting the EKG so they turned the ins off. The patient felt the ¿jumpy¿ sensation at their EKG appointment. The patient did not want to turn their ins back on because they were concerned it may hinder their cancer treatment.